Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info. A completed questionaire was received on (B)(6) 2014. (B)(4).

Event description:
An optometrist reported a pt with corneal haze approx two months following a photo refractive keratectomy (prk) enhancement procedure. Topical steroid dosage was increased to treat the event. The pt did not report any visual complaints. Add'l info was received which reported in the surgeon's opinion the event is "probably not related to the device, mild haze is secondary to a large prescription".